Manufacturer narrative:
H-6: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a sling procedure in 2005. The sheath ripped near the helical passer and a second device was used to complete the procedure. There were no adverse patient consequences reported.